Event description:
The hospital reported that during preparation fo an endoscopic vein harvesting procedure, when opening the vasoview hempro 2 with vasosheild, it was observed that the forceps blades were defective. The device was no used on a pt. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).